Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, pacing not delivered when required, and intermittent impedance measurements of greater than 2000 ohms. A surgical revision was performed due to a suspected lead issue. Upon placement of a new rv lead, noise was still observed with the device. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.